Event description:
It was reported that there was not any data on the device and the dates were not correct on the trends. It was noted that the implant detect was left on due to no atrial lead being implanted with the system. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.